Manufacturer narrative:
The explanted device was not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and shocking sensation at the ipg site. It was also reported that the patient had inadequate stimulation. Database analysis of the ipg revealed no anomalies and working as expected. The patient underwent an ipg replacement procedure.